Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and was subsequently explanted and replaced. This rv lead has been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and was subsequently explanted and replaced. This rv lead has been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported. The "no problem detected" investigation conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device anomaly outside the bounds of normal medical use.